Event description:
Report rec'd from the user facility that states "the swan takes air easily but no change in waveform and air fails to retuen. Slight pulling pressure on syringe stopper produces blood only." The physicians determined that the balloon has possibly ruptured and it was decided to remove the thermodilution catheter. Upon removal, it was noted that "no parts of the balloon were present." The catheter had been placed in the operating room the previous day without difficulty. Pre-insertion balloon check was reportedly fine. Nurses state that prior to this incident, they were able to obtain pulmonary artery wedge pressures approximately every 4 hours with the instillation of 1 milliliter air. A cardiologist was consulted regarding the missing balloon material and "he felt that the pt only needed to be monitored as the balloon would become part of the lining in the vessel." The pt remained in the intensive care unit one extra day for monitoring. No adverse effects were observed. No further info was available.

Manufacturer narrative:
The complaint is confirmed on the sample returned for analysis. The balloon was not present, however, there is evidence of fragments and the adhesive used to adhere the balloon to the catheter. The sample returned for analysis contained a 3.0 cc syringe attached to the balloon stopcock port instead of our monoject syringe which is "staked" for 1.5cc of air. The balloon lumen contained coagulated blood. The catheter thermistor functioned normally. Co is unable to determine the cause of the non-conformation condition. Co is unable to perform a work order history review due to a lot number was not registered with this complaint.